Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient underwent a heart transplant due to the outflow graft obstruction.

Event description:
It was reported that the patient was admitted to the hospital and log files were sent for review. The log files captured intermittent low flow events on (B)(6) 2023 and (B)(6) 2023 and low speed events on (B)(6) 2023 due to the set speed being briefly adjusted below the low speed limit. A computed tomography (CT) was performed that showed severe obstruction of the outflow graft. The obstruction was believed to be between the bend relief and outflow graft severely obstructing flow. The plan was to present patient for possible transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted image confirmed narrowing of the outflow graft lumen; however, extrinsic outflow graft obstruction under the bend relief could not be confirmed. Although a specific cause for the reported outflow graft obstruction could not conclusively be determined through this evaluation, the observed narrowing of the graft lumen could have contributed to the low flow events captured in the submitted log file. Additionally, a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The submitted log file captured low flow events on 10feb2023 and 11feb2023. No other notable events were captured, and the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate ii lvas. Section 5, "surgical procedures," provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed narrowing of the outflow graft lumen; however, extrinsic outflow graft obstruction under the bend relief could not be confirmed through evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Although a specific cause for the reported outflow graft obstruction could not conclusively be determined through this evaluation, the observed narrowing of the graft lumen could have contributed to the low flow events captured in the submitted log file. The submitted log file captured low flow events on 10feb2023 and 11feb2023. No other notable events were captured, and the pump appeared to have operated as intended at the set speed. (B)(6) was returned assembled with the driveline (dl) severed approximately 3" from the pump housing. A distal portion of the dl was returned, measuring approximately 29.5" from the controller connector. The inlet elbow was returned attached to the pump's inlet port. The flex section had been severed medially and the distal half was returned attached to the inlet elbow. The proximal half of the flex section, the inlet tube, and the apical sewing ring were not returned with the device. The sealed outflow graft bend relief was returned detached from the device. The remainder of the sealed outflow conduit (sealed outflow graft and outlet elbow) was returned attached to the pump¿s outlet port approximately 5" of the sealed outflow graft material was returned which was slightly compressed adjacent to its hardware; however, there was no tissue growth over this deformation indicating that it had not been present during support and likely occurred during/post explant. The graft material was otherwise free of distortion. The lumen of the outflow graft revealed no evidence of developed depositions or thrombus formations. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations. Electrical continuity testing of the returned dl portions was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. An incidental finding of a shallow circumferential slit was observed on the driveline bend relief approximately 0.25" from the controller connector. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are both currently available. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.